Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient¿s right ventricular (rv) lead exhibited intermittent loss of capture and over-sensing of noise resulting in pacing inhibition. The physician opted to cap and replace the lead on (B)(6) 2021. The patient was recovering.